Manufacturer narrative:
Results, conclusions: is based on eval of user facility info; is based upon eval of reserve samples. The involved device was not returned for eval and the lot number is not known. Therefore, the failure investigation was limited to eval of user facility info and representative reserve samples. Inspection and testing of retained samples from random lots confirmed that there were no defects or anomalies and product performance specs were met. Although the cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a pre-existing device defect or malfunction. The event description is consistent with damage to the guide wire due to attempts to withdraw the device through the metal entry needle. The potential for such an event is addressed in the instructions-for-use. The IFU states: "caution do not withdraw the guide wire through the cannula, as shearing of the guide wire may result. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." All available info has been placed on file in qa for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported that two separate guide wires became damaged during a trans-radial interventional procedure. F/u info confirmed that: the physician accessed the radial artery with the introducer needle, and then, encountered difficulty while advancing the 1st wire; after several attempts, the wire "became stuck" while trying to withdraw it back through the introducer needle; the wire and the needle were removed together; similar resistance was encountered when the physician attempted to advance a 2nd guidewire; the 2nd wire was pulled back and reportedly "shredded" inside the needle; the 2nd wire and needle had to be removed together, also; during removal the distal portion of the wire "broke" and remained partially in the pt; hemostats were used to grasp and remove the detached material; and the pt is reported to be fine.